Manufacturer narrative:
The device was returned and evaluated. The soft cannula was measured to be stretched. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 37 and 48 hours. Treatment information was not provided.

Manufacturer narrative:
Correction to h3 device evaluated by manufacturer - yes the device was returned and evaluated. The soft cannula was measured to be stretched. A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred.